Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Planned revision of pinnacle/corail implants. Patient reportedly suffered from groin pain, there was grinding, clunking and reports of squeaking. Blood tests confirmed high levels of metal ions.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no similar or related reports against the product and lot code combinations since their release to distribution. No additional event information or investigational inputs were provided to customer quality. As the case is in litigation, follow up for this additional information will be performed by depuy legal. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Information received from (B)(6). Planned revision of pinnacle/corail implants. Patient reportedly suffered from groin pain, there was grinding, clunking and reports of squeaking. Blood tests confirmed high levels of metal ions. Implanted on 16 november 2005, revision required mid 2013. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.